Event description:
The facility reported that the machine malfunctioned during an intervention. The vacuum limit was set at 5mmhg, but the value on the screen in real time was 15mmhg. The surgeon realized the anomaly right before polishing the capsule. There was no impact/injury associated with this event. Add'l info has been requested.